Manufacturer narrative:
E1:name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that patient reported that infusion set leak at the quick release, qr was not tightly connected and customer is not able to connect qr successfully on (B)(6)2026.